Manufacturer narrative:
The cause of the side rail detachment could not be verified since there were no circumstances provided on how the device was damaged. However, the investigation which was conducted under CAPA tw2134012, indicates several situations in which the safety side can be compromised. Among them are: - using the safety side as a support while getting up from the bed, - pushing the s-side panel out from inside of the bed / leaning against side rail e.g. To make additional place on the bed, - sitting on the panel while getting up from the bed, - hanging through the panel in order to reach something, additional information will be provided upon investigation conclusion.

Event description:
While visiting the customer¿s facility site, arjo service technician noticed citadel plus bed frame with detached body side panel on the right patient side. The device inspection revealed that all 4 screws holding the panel were ripped off. The photographic evidence provided confirmed the side rail malfunction. The circumstances of the bed damage are unknown.

Manufacturer narrative:
Based on the provided photographic evidence and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (screws were ripped off) due to excessive external force applied e.g. Pushing the s-side panel out from inside of the bed, leaning against side rail. According to the citadel plus instruction for use (IFU, 831.374-en rev. 11) the operation of side rails should be checked daily. IFU also states: - ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help to prevent accidents.¿ - if the result of the test is unsatisfactory arjo or an arjo-approved service agent should be contacted. Arjo device failed to meet its performance specification since the side rail was detached. It is unknown if the device was in use when the issue occurred. The complaint was decided to be reportable due to the side rail detachment. No injury related to the reported malfunction was claimed.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo became aware that the patient potentially fell out of the citadel plus bed frame. The facility staff found the dead patient lying on the floor on the left side of the bed. The safety side panels on the left patient side were down. The body side panel on the right patient side was broken off. The facility confirmed that the patient's death was unrelated to the broken side panel on the right side of the bed as the patient was found on the floor on the left side of the bed. There is no allegation of patient injury or death due to the bed or the side rails. The complaint (B)(4) refers to the side rail detachment, the complaint (B)(4) refers to the potential patient fall. The (B)(4) refers to the side rail detachment. The (B)(4) refers to the potential patient fall.